Manufacturer narrative:
The intraocular lens (iol) was received but has not yet been evaluated. The iol met all manufacturing specifications prior to release. The surgeon implanted a lower diopter lens of the same model suggesting this event was not caused by the iol. All information currently available is contained in this report. A supplemental report will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
The multifocal intraocular lens was received cut in half across the optic. Visual inspection of the optic parts took place and no optical deviations could be found. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Batch records were reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this order number were received. All information available is included in this report.

Event description:
It was reported the multifocal intraocular lens (iol) was exchanged without complication 1 week postoperative. The reason stated was lens power off by 3 powers. The lens was replaced with a lower diopter lens of the same model.